Manufacturer narrative:
The customer declined a visit from a philips field service engineer (fse). The device was not evaluated. Philips requested but did not receive additional information from the customer.

Event description:
The customer reported that a shock was not delivered. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer declined a visit from a philips field service engineer (fse). The device was not evaluated. Philips requested but did not receive additional information from the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined. The information gathered for this report does not support a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a shock was not delivered. This event will be reported as a serious injury based on the report that a shock was not delivered. Additional information has been requested.